Event description:
Patent reported left side ¿slight movement restrictions initially, followed by severe pain, especially on the left side, for 1 week. Patient was diagnosed with suspected device rupture". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. Cyst:unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient was diagnosed with suspected device rupture and cysts." The event of cyst is not device related. The device has been explanted.